Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had no delivery alarms. The customer's blood glucose level at the time of incident was 127mg/dl. The customer's levels had been 400mg/dl. The customer treated with manual injections. The customer states alarm was resolved by complete set and reservoir change. The customer states they received failed battery test. Troubleshoot was conducted and the customer was able to get the pump back in order. The customer was advised to monitor the device.